Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination. The patient reported they were hospitalized for the event; however, the pdrn reported the patient was not hospitalized for the peritonitis event. The patient was treated with unknown intraperitoneal antibiotics for the peritonitis event. Dianeal therapy was ongoing. Per the pdrn at the time of this report, the patient was recovering from the peritonitis event and the patient will be retrained on the proper aseptic technique. No additional information is available.